Manufacturer narrative:
Fdc codes updated at investigation completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft was implanted in a patient for the for the endovascular treatment of a thoracic aortic aneurysm. Endoanchors were also implanted during this procedure a distal valiant stent graft extension were implanted approximately three years later for treatment of neck dilation. Endoanchors were also implanted to prevent late loss of seal and proximal migration of the valiant device 20% localized thrombus and 10% diffuse calcium was reported at the distal seal zone. The current aneurysm diameter is 77mm. There was no tortuosity noted in the distal neck. No additional clinical sequelae were reported and the patient is fine.